Event description:
It was reported by the patient that she is having worse seizures and her battery is low. Manufacturer's battery life calculation based on available programming history did not verify battery depletion. No known surgical intervention has occurred to date no further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The generator's battery life pre-operatively was 11-25% battery remaining, indicating that it could deliver the programmed therapy. The generator was received by the manufacturer for analysis but analysis has not been completed to date.

Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. The battery status indicator was not triggered. No anomalies were identified. No further relevant information has been received.